Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a crack in the mobile power unit (mpu) handle and loose rubber encasing around the controller connector of the patient cable were able to be confirmed. The mpu (serial number: (B)(6), was returned for analysis and was evaluated and tested. The mpu was returned due to the unit being no longer in use. The mpu was visually inspected and the rubber encasing on the patient cable was found to be loose and a crack in the handle was observed. The mpu was functionally tested and was found to operate as intended. No further testing was performed. The root causes of the reported events were unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller serial number: (B)(6), and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19jun2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was loose at the rubber end around black and white connector of the mobile power unit.